Event description:
Ethicon endo surgery echelonflex60 articulating endoscopic linear cutter misfired; meaning that it was loaded and ready to staple, although, when the handle was compressed to staple, the device locked up and then would not open. Another "like" device was then utilized without incident. Diagnosis or reason for use: robotic laparoscopic low anterior resection and hysterectomy.